Event description:
Event description guidant received information that this ventricular lead was explanted one day post implant after it dislodged and the physician didn't feel that repositioning was optimal due to the patient's anatomy.